Event description:
It was reported extensive calcification was encountered during a percutaneous transluminal angioplasty procedure. The user facility medwatch report indicated the entire balloon became dislodged from the catheter and was removed through the sheath. Co's attempts to obtain further info regarding the circumstances surrounding this event were unsuccessful. Should further info become available, a supplemental medwatch report will be filed under the appropriate sequence number. The is device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaint to date for this lot number. The user facility medwatch report indicated the lesion was extremely calcified which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts."